Manufacturer narrative:
A field service engineer was dispatched who fse conducted follow-up with the customer who performed pm2 on another ticket once onsite when fse found high volume count on instrument first. Customer could not get qc to come in running in rack mode's checked switches for cup and tube detection. All work smoothly and asm board corresponded with led confirmations could not get qc in rack mode to work. Stat mode would work when told dilution was onboard. Switched asm board with no result. Fse found that customer somehow had changed loader smp mode from the default 0 to a 1.that made instrument tubes and cups were all undiluted.fse changed back to default setting and performed validations that are on pm2 ticket. No further action required by field service the most probable cause of the reported event was due to a sampling mode switched tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
On (B)(6) 2015, the customer reported a low ta error with the g8 analyzer. A field service engineer (fse) was dispatched on (B)(4) 2015, the customer to address the reported event,which resulted in delay in reporting of patient results hba1c. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.